Manufacturer narrative:
(B)(4).

Event description:
It was reported that on electrode pair 1 and 2 in the right lead, there was a low impedance measurement. Add'l info has been requested, but was not available as of the date of this report.